Manufacturer narrative:
This event occurred in (B)(6) no products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a shunt. It was reported that during the latest visits, the doctor noticed that the shunt pressure had been changed comparing to the last check (ex: instead of 1.5 it was 2.5). The patient did not have an MRI scan. The shunt has been implanted since (B)(6) 2017. The patient is in danger of losing sight. This was reported outside of a procedure.

Event description:
Additional information was received stating that the reported cause of the event is unknown. Deterioration of vision has occurred in the patient as a result of the issue. The patient was being treated for a intra cranial hypertension with a cyst. The patient consulted with the health care professional with loss of vision. A medtronic programmable shunt had been implanted with mild improvements of their vision. The device was maintained at 1.5 but was noticed initially that the device was always changing after MRI acquisition and had to checked and modified. In the last two visits it was noticed that the device was changing without any MRI examination. The device was found at a level 2 and had to be modified twice to be at level 1.

Manufacturer narrative:
A) patient information received. H2) additional information was added to b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that on (B)(6) 2022, the patient had a control with his doctor, and the shunt p ressure changed (from 1.5 to 2. It was noted that the doctor "will replace it in the following days."